Event description:
Customer reported that the insulin pump has been alarming motor error during prime and the display went blank. Then it alarmed unexpected restart and the settings were erased. Customer also reported that the keypad is not responding. Device has not been dropped but has been bumped several times. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 190 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected motor error alarm or alarm noted. The insulin pump passed self-test and error test. The motor was tested outside of the device and passed. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.